Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported patient effects of recurrent mr and tissue injury appear to be related to the slda. Heart failure and arrhythmia appear to be cascading effects of the recurrent mr. Mr, tissue injury, arrhythmia and heart failure are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient returned to the hospital due to the patient effects and an additional mitraclip procedure was performed. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, tethered leaflets, and friable leaflets. A mitraclip ntw was implanted, reducing mr to a grade of 1. Two days post procedure, the patient was discharged to home. On (B)(6) 2024, 7 days post hospital discharge, the patient returned to the hospital with cardiac decompensation, cardiac congestion, and palpitations. An echocardiograph was performed and revealed that the posterior leaflet was torn and that the previous implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3-4. On (B)(6) 2025, an additional mitraclip procedure was performed, and one clip was implanted, reducing mr to a grade of 2.